Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval.

Event description:
Mesh had to be explanted "due to defect". Device malfunction - "device did not do what is was supposed to do" per med watch report 2600010000-2007-8005 received from explant hosp.